Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge o-ring was missing and the insulin gauge was inaccurate. Additionally, it was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
He failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.